Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the companion 2 driver exhibited a single compressor malfunction alarm, the driver continued to perform its life-sustaining functions. The companion 2 driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. Ce (B)(4) initial.

Event description:
The customer, a syncardia authorized distributor, reported that the companion 2 driver exhibited a single compressor malfunction alarm while supporting a patient. The customer also reported that the patient was switched to a backup driver and there was no reported adverse patient impact.

Manufacturer narrative:
The customer-reported single compressor malfunction alarm was confirmed through a review of the patient file and investigational testing. Testing also confirmed the air leakage from the air hose. The single compressor malfunction alarm was determined to be caused by a malfunction of the check valve on the manifold block associated with external air. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. Ce 4473 follow-up report 1.